Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified inner rim spherical gouges, scratches, and a burr. Anti rotation scallops and taper wall have indentation damage from attempted implant. No other damage was noted. Product identifiers were conforming. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the issue was that the piece does not fit to the other component. The issue was detected during surgery with a short delay to open a replacement that fit properly. The information for the final product used was not provided.